Manufacturer narrative:
Device was tested on the bench and no anomalies were found.

Event description:
New information available on 07/18/2018 states that the patient's date of death was (B)(6) 2018.

Event description:
New information available on (B)(6) 2018 states that, the cause of death was complications of congenital heart disease.

Event description:
It was reported that the patient expired suddenly. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown. No additional information was reported / additional information was requested but not received.